Event description:
The account states, that a physician was drawn for his annual physical and questioned the platelet results generated using a cell-dyn 1700 analyzer. Initial and repeat runs yielded platelet results of 17, 19 and 25 k/ul. A sample redrawn the next day generated a platelet result of 210 k/ul. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.